Event description:
It was reported that the radio frequency programmer head worked intermittently. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comments that the programmer head worked intermittently. Analysis did find that the head's cable was twisted near the base of the head and therefore the cable was replaced and that the label backing was missing and therefore the label was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the radio frequency programmer head worked intermittently. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.